Manufacturer narrative:
Complaint was issued for the pump being returned due to "the suture ring breaking off". A visual analysis of the exterior of the pump confirmed the suture ring had ben dislocated from its normal position, and that it was missing the suture plug located at 6 o'clock. Functional testing of the pump's communication, confirmed that the pump was able to achieve communication with the clinician programmer multiple times. The pump functionality was not tested, as the complaint states the doctor did not believe the pump malfunctioned. Internal complaint number: (B)(4).

Event description:
Prometra ii pump was explanted and replaced due to the suture ring breaking off. Physician was doing exploratory surgery due to a patient having volume discrepancies and a lack of pain relief. After attempting to aspirate from the cap and looking at the catheter, the physician reported that the catheter was likely the root cause of the volume discrepancies. The physician still wanted to test the pump's functionality and wanted to prime the pump on the back table to see if it would bead. It was mention that physician applied excessive force trying to get the pump out of the pocket, which results in the suture ring to break off of the pump. The physician reported that he believes that the pump did not malfunction, but reported to not want to implant it again. It was also reported that the priming bolus was programmed regardless of it being returned, in which a bead was observed